Manufacturer narrative:
The insulin pump had a ghosting display after pressing any button due to shorted lcd driver board. No missing segment/partial displays were noted. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the writing on the insulin pump's screen was too light. She could no longer read the writing. Customer's blood glucose level was 132 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.